Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. When changing the battery today, the patient noticed the pump was hot to the touch. Reports no physical damage to the casing or the battery cap and no exposure to moisture, is able to secure the battery cap tightly. He advised that the battery cap was replaced less than 1 month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.